Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-04142 for a description of the other device. It was reported to boston scientific corp that two resolution clip devices were used during a coloscopy procedure performed on (B)(6) 2009. According to the complainant, the first two clips could not be advanced out of the sheath. A third resolution clip device was used from the same lot and it worked perfectly. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine".